Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
External insulation abrasion was found at 23.7-24.1cm from the connector pin consistent with friction to the ICD can. The e(B)(4) coating on one cable was abraded in same location. The other damage found is consistent with damage found during explant procedure. Reliability laboratory technician; (B)(6). No complaint received with return of device. Failure (event) observed during analysis.